Event description:
No harm to patient. Ivf [intravenous fluids] infusing through primary tubing loaded in IV pump, this nurse went into room to attach secondary med set, reached for primary tubing where port was located above the pump, primary tubing came apart at hub where secondary tubing would be attached. Had not even attached the secondary med set yet. Tubing still in pump, primary bag of ivf pouring out of disconnected/broken tubing. Charge nurse called in and examined tubing.